Event description:
The device was used during an unspecified procedure. Reportedly, the anvil did not tilt and upon removal, tissue was torn. The surgeon manually sutured to correct the condition. The hosp has reported no pt injury occurred.